Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The customer reported that their 01-3906 pectus table top bender arm is really stiff. Functional testing and inspections could not be performed due to the product not being returned. A determination could not be made off of the customer provided photograph. For these reasons, the complaint cannot be verified and the most likely underlying cause cannot be determined. There are no indications of manufacturing defects. For this part (01-3906) and the previous one year (from the notification date), there has been a complaint rate of 2.4%, which is no greater than the occurrence listed in the application fmea. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.  The user facility is foreign; therefore a facility medwatch report will not be available. Report source ¿ (B)(6).

Event description:
It was reported that a pectus bender malfunctioned during surgery. No adverse events have been reported as a result of the malfunction.